Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2016. Approximately 6 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient experienced pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear of the tibial insert and patella component, in addition to loosening of the femoral component and patella component, as stated in the revision operative notes. The aseptic (non-infected) loosening was likely due to an insufficient bond between the implants and the bones. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images or radiographs were provided.